Event description:
Caller called to report frequent alarms and a broken / bent wire in his defibrillator. The frequent alarms caused him stress and fatigue due to sleep disturbances. Reporter believes that his device may have been hack into due to all of the problems that he has had with it. The reporter has had numerous visits to the dr and emergency room for a pain of ten, ambulation difficulties, and malaise. All of his drs told him there was nothing wrong. The reporter looked on the internet and learned that his device had been recalled and he contact medtronic. Medtronic sent the reporter to a specialist where he learned that a wire had been broken and his heart function was at thirty percent had been reduced to twenty percent function. "I'm worse off than I have ever been; the drs make me feel like that are trying to kill me instead of investigating what could have caused my symptoms. I now have to live with my parents and I'm disabled."